Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient had bilateral hip surgery in 2011. Patient is reporting that he is experiencing pain in his left hip. Patient also states that the pain is causing a limp when he walks. Patient is reporting that the pain starts in his hip area and radiates down the back of his thigh to his kneecap. Patient states that the pain is deep muscle pain.